Event description:
During the atrial fibrillation procedure, while mapping in the left atrium, two splines of the catheter became twisted and entangled. The catheter was being used parallel to the non-abbott ring catheter (japan lifeline). It is reported that the ring catheter interfered with the mapping catheter. The mapping catheter was placed back in the sheath and removed from the sheath again, but the issue was not resolved. The mapping catheter was removed from the patient, and the splines were untangled manually. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the catheter had no visible anomalies regarding the paddle and its splines. The white straightener tool was used to insert and remove the paddle to investigate for any potential spline issues, and the catheter was still with no visible anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.